Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Other relevant device(s) are: lcd 9734686 surgeon touch 24 1920 x 1200. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the surgeon cart monitor was very intermittent and began to flicker. The representative was able to re-seat the cables and wasn't able to replicate the issue, however, the monitor would still continue to flicker. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the navigation system was replaced. It was later reported that the issue recurred and that the issue did not occur when a second surgeon monitor was connected to the staff cart. To restore functionality, the external surgeon monitor cable was replaced. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. The cable was found to be fully functional and the reported issue could not be replicated. The monitor was returned to the manufacturer for evaluation. Testing found that the flickering issue could not be replicated. However, it was noted the monitor could not display red coloring. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.